Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an inaccurate high issue with her one touch ultralink meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on the "afternoon" of (B)(6) 2011. The patient obtained a glucose result of "178 mg/dl" on the subject meter, which she felt was inaccurate high compared to her feelings/normal values. It is unknown what kind of results she had obtained earlier in the day. She stated that manages her diabetes with insulin (pump therapy) and due to the alleged issue she denied making any changes to her usual diabetes treatment. The patient claimed "before" the alleged issue started, she felt "sweaty, dizzy and shaky". In response to her symptoms, on the "afternoon" of (B)(6) 2011 she reportedly tested with another glucose meter, obtained a result of "71 mg/dl" and at the same time she self treated with glucose tabs. During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter and good unexpired tests strips. Replacement products were sent to the patient. Although the patient self treated, there is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred and therefore the meter did not contribute to the patient's symptoms. There is no evidence the patient administered inappropriate self treatment due to the alleged issue, since there was no delay in correlated treatment after testing with another meter. However, this complaint is being reported because the subject meter did not correlate with the patient's symptoms or treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2011 with the following findings: the meter has passed testing with no faults found. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.